Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported through stryker active "my problems stem from the fact that the doctor cut through the muscle and trauma set in. Still going to therapy 3 years later." Update: per patient response, "I had a second hip replacement with a surgeon that has done surgery for 17 years. That hip is totally re rehabilitated".